Event description:
Experienced hives over body attributed to heparin flush for central line. Heparin was from affected lots recalled by manufacturer that were determined to cause allergic reaction. Dose frequency & route used: 3 ml IV. Therapy dates: 2008. Diagnosis for use: port care. Event abated after use stopped or dose reduced: yes.